Event description:
A report was received that the patient underwent a lead revision due to the patient no longer having constant stimulation. The stimulation was intermittent depending on posture and high impedances were observed. Reprogramming was unsuccessful. The patient was doing well post-operatively. The explanted lead was kept by the facility.

Manufacturer narrative:
Implant date: (B)(6) 2019.

Event description:
A report was received that the patient underwent a lead revision due to the patient no longer having constant stimulation. The stimulation was intermittent depending on posture and high impedances were observed. Reprogramming was unsuccessful. The patient was doing well post-operatively. The explanted lead was kept by the facility.